Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients. The following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty to assess coronary flow. In this case, the coronary occlusion was attributed to the patient¿s calcified leaflet. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during the transfemoral tavr procedure, post valve deployment the patient suffered a coronary occlusion. During transfemoral tavr, bav was first performed with a 20x4 ew balloon. A contrast injection was done at the time of maximal bav inflation and the left main filled with contrast, although calcification was noted on the lc leaflet. A 23mm sapien 3 valve was prepped and with rvp initiated, placed into a good position. Post implant the pressure was slow to recover and the patient remained hypotensive. An angiogram was done and it was noted the left main (lm) was occluded. CPR was initiated and the patient was placed on bypass. CPR was continued for 6-8 minutes while cps was placed, the patient¿s EKG transitioned to ventricular fibrillation and the patient was shocked x1 without resolution. Once cps was started the patient stabilized, the EKG returned to nsr. A guide was placed and the lm was seen to be partially open, it was crossed with a wire and ballooned with a 4x16 pre-dilatation balloon. A stent was then placed followed by post dilation balloon and flow was restored. . At this time it was noted that the patient¿s abdomen was hard and distended, free fluid was confirmed with tee. Cps was weaned and the esheath and venous lines were removed. General surgery was called to explore the abdomen for bleeding. The source of bleed was a fractured rib from CPR that lacerated the liver. The patient recovered and was noted to have stable hemodynamics.